Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. The complaint device not returned for investigation. Data logs reviewed: no motor current spikes observed. No positioning issue confirmed the reported issues. Flow dropped after suction alarms at p-7. Clinical data confirmed clot seen in inlet flow cage. The cause of the low pump flow most likely was biomaterial ingestion. E4 should have been left blank in manufacturer device report 1220648-2024-13023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient admitted in with a st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support postoperatively having undergone emergent coronary artery bypass surgery. The pump support was placed; however, the patient began to have a gastrointestinal (gi) bleed. The patient was on systemic heparin for anticoagulation which was discontinued. There was no heparin in the impella purge, only sodium bicarb. The gi bleed was also treated by fluids, one unit of red blood cells and one unit of platelets. Additionally, the team observed the imeplla cp pump to have low flows and adhered clot. The pump remained on for support despite this while being monitored. The patient eventually passed away. Medical safety review of the event noted there is not enough information to exclude impella device as an associated factor in the patient's outcome.